Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead was noted as dislodged and confirmed with imaging. The patient also experienced phrenic nerve stimulation as a result of the lead dislodgement. The lv lead was reprogrammed to resolve the event and the patient was stable.